Event description:
It was reported during the patient's permanent procedure, when the physician was tunnelling from the scs ipg pocket site to the scs lead site, he was unable to remove the cannula sleeve. Subsequently, the tunneler was removed and the procedure was completed with the small tunneler.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.